Event description:
A malfunction on the pump was reported. The customer's blood glucose level 400 mg/dl. Technical support provided instructions on resetting the pump, assisted the caller with the reset, and advised the customer to continue using the pump and contact them if the issue recurred. There was no report of the malfunction recurring after resetting the pump.